Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Some needles cannot be screwed onto the pen. The part of the needle that is supposed to pierce the rubber bends and therefore nothing can be administered. It was also tested in the pharmacy, with the same result.